Event description:
The customer reported that there was a kv error. The field engineer noted that there were several kv errors in the log. This error may cause the sys to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray tube and the high voltage cable. The sys operates as intended.